Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with sratches found on lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed evidence of "high alarm silenced: cassette not attached properly" messages. To further investigate, a functional test was performed. The customer?s concern was confirmed. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso sensor, dso. The downstream occlusion sensior will be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated that the cassette was not properly attached. There was no patient, or clinician injury associated with this occurrence. It occured during testing. No further details provided at this time.